Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via webform that the insulin pump had an audio loss issue. Blood glucose value was unknown at the time of the incident. No further details provided. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.